Event description:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unit will not stop beeping". Actually, the customer had stated that the device was continuously beeping and the unit was brought down to the biomed shop by biomed tech (B)(6).

Manufacturer narrative:
Investigation finalize on: (B)(6) 2024. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had confirmed that the device was still alarming. Actually the unit was not reporting any failures when powered up. Even no major failures were showing inthe logs. Fse had reached to onsite and reseated the connection cable for watch dog alarm so, that afterwards the unit was no longer beeping. Fse had replaced the primary 9v battery alkaline since the battery is ending up and due to which it is getting depleted. So, that after the replacement fse had verified the unit and also calibrated the unit further and passed all the functional and safety tests per factory specifications and it was returned to customer. Actually biomed had attempted to ask end user but was unsuccessful in gathering any information. No parts to be returned.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.